Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient is leaking again and it has gotten worse. The patient stated that they did not feel stimulation and that therapy was not on. The patient turned the therapy on and was able to feel stimulation again. The patient reported that they had a fall near christmas time and this was around the time the patient¿s symptoms returned. The patient stated they were currently on program 2, 0.9v. The patient also stated that they had a bad cough and other issues but did not take mucinex since they thought it was a diuretic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.